Manufacturer narrative:
Per the clinic, the device was explanted (specific date not reported), and the patient was reimplanted with another cochlear device on (B)(6) 2026.

Event description:
Per the clinic, the patient experienced no sound and subsequent loss of connection to the internal device. The patient also experienced a short period of pain over the implant site. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.